Event description:
Manufacturer's reference #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was found that the ac/dc power supply was broken and it was replaced. A visual inspection of the returned ac/dc power supply circuit board revealed spots with discoloration and component with signs of overheating. Prior investigations with similar failure descriptions showed that these damages occur as a result of overheating due to high input voltages. Components that fail due to overheating/power surges may emit smoke very briefly. With the design, this will lead to no further consequences. The ventilator is designed with self-extinguishing materials. The ac/dc power supply is designed to be connected either to a supply of 110-120v (±10%) or to one of 220-240v (±10%). High input voltages, for example in connection with oscillations in the mains voltage, can lead to overload of the electrical components in the ac/dc power supply. If this problem occurs during ventilation the ventilator would switch over to battery operation and appropriate alarms would be generated. The ventilator is equipped with at least two battery modules and up to 6 battery modules can be added. The battery back-up time and function of switching over to battery operation are tested during pre-use check. The test passes if the total remaining backup battery time for the connected battery modules is at least 10 minutes. When using 6 fully charged batteries the approximately battery backup time is 3 h. When the ventilator is operating from batteries, the estimated remaining battery time in minutes is displayed on the screen. Evaluation of the received device logs shows that the ventilator generated alarm and switched over to battery operation. An improved ac/dc power supply circuit board that addressed this problem was implemented in the production of new devices and as spare part during end of 2010. The ventilator involved in this complaint was manufactured 2004. Our conclusion is that the ac/dc power supply circuit board was most probably subjected to high input voltages which lead to the overheating and damage of components.

Event description:
It was reported that the power supply failed and that the ventilator produced some smoke. The ventilator was disconnected from the mains supply. There was no patient harm. Manufacturer reference #: (B)(4).